Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/12/2016. It was reported that following insertion the patient experienced urethral obstruction.

Manufacturer narrative:
(B)(4): due to recurrence of pain, infection, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and urinary and bowel problems, the patient had surgery for removal of mesh on (B)(6) 2011. No additional information was provided. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.